Event description:
Pt reported that device is not delivering enough insulin -- pt's blood glucose has been high for about two weeks. No error messages were generated by the device. Device has generated occlusion error(s) was/were cleable. Pt switched to back-up device, and his blood glucose got a lot better. Pt self-treated high blood glucose.